Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned positive results for 2 patient urine samples tested for online dat benzodiazepines plus (benz) on a cobas c 503 analytical unit. Patient 1 result from the c503 analyzer was positive. On (B)(6) 2024 patient 2 result from the c503 analyzer was positive. The samples were sent to an external laboratory using liquid chromatography-mass spectrometry (lc/ms) and the results for both samples were negative. The negative results were believed to be correct.

Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues. The performance of the instrument was verified. The field application specialist (fas) found the reagent pack had not been mixed prior to calibration or use of the pack. The issue was resolved by loading a new reagent pack that had been mixed and repeating the samples. Precision testing was acceptable. Product labeling states: "carefully invert reagent container several times prior to use to ensure that the reagent components are mixed." The investigation did not identify a product problem.